Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Chiller pump was not working so t4 was not cooling down. Chiller pump assembly was replaced. The chiller turns on as soon as the main power of the equipment was switched on. I/o circuit card was replaced. The device underwent and passed testing after all repairs. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Correction: d,e,f,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per sample evaluation results on 12dec2025, the chiller turns on as soon as the main power of the equipment was switched on, regardless of whether there was water or not. Chiller power on was i.o card problem. Alarm #64 was processor circuit card problem.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction.